Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabc rupture - frank blood in driveline". Additional informaiton states that the iab catheter was removed and it is unknown if it was replaced. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "iabc rupture - frank blood in driveline". Additional information states that the iab catheter was removed and it is unknown if it was replaced. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The customer submitted three photos for analysis the first photo shows the label information for an intra-aortic balloon pump (iabp). The second photo shows the balloon portion of an intra aortic bal-loon catheter (iabc). Blood is visible within the balloon. The third photo shows the bifurcate hub of the iabc. Blood is visible within the helium pathway. No other defects or anomalies were observed. The customer complaint of blood within the helium pathway of an iabc was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "blood in driveline" was confirmed by visual inspection of the customer supplied photo. The photos showed blood within the helium pathway of an intra-aortic balloon catheter; however, full complaint verification testing could not be performed as no sample was returned for analysis. Based on a review of the device history record (DHR), the product met specification upon release. Without the device to evaluate, the cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.